Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded loose drive support disk and cracked end cap. Unable to perform functional testing due to alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported.